Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the physician was attempting to pass the wire by a kidney stone with the goal to place a ureteral stent. However, after multiple attempts and hitting the stones several times, the wire broke off inside of the body. Additional information states that the break is believed to be caused from the repeated movement of the wire hitting the kidney stone while trying to pass the kidney stone to place a stent. An assignable cause of procedural factors will be assigned to the reported event as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the ureteral procedure, the guidewire (subject device) fractured during use and the patient had to undergo aspiration for the removal of the broken wire and the kidney stones. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available.